Event description:
It was reported via repair work order that the cot had structural support damage due to broken leg section support cross tube brackets. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.